Event description:
It was reported that infusion set in not adhering after being submerged in pool water which leads to high blood glucose event which was treated with syringe on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.